Event description:
It was reported when using the bd vacutainer® blood transfer device holder w/ luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "blood leakage from btd when the blood is transferred."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1215295. Medical device expiration date: 2024-07-31. Device manufacture date: 2021-09-01. Medical device lot #: 1232734. Medical device expiration date: 2024-08-31. Device manufacture date: 2021-10-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-may-2022. H.6. Investigation: bd received 50 samples for investigation, 14 from lot# 1232734 and 36 from lot# 1215295. The samples were evaluated by visual examination and 9 from lot# 1232734 and 17 from lot# 1215295 were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder w/ luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "blood leakage from btd when the blood is transferred."